Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, six years and ten months of post deployment, patient was admitted with back pain that spread to lower quadrant abdominal pain. Presence of greenfield filter was noted. Subtle disc bulging noted at l5/s1 and marginal osteophyte formed from the l3 vertebral body near one of the tines of the filter. Inferior vena cava filter with one of the legs extended towards the inferior edge of the l3 vertebral body with what appeared to be a productive osteophyte. Around, three years twenty days later, another lumbar spine x-ray was performed on patient with severe aching back pain, noting the presence of the inferior vena cava filter with normal alignment. Around, one month eighteen days later, patient reportedly experienced severe back pain. Around, eleven months, twenty one days later, a computed tomography abdomen/ pelvis was performed on patient experiencing sharp abdominal and pelvis pain. Filter in the inferior vena cava and rods in both femurs were noted. After, five days, patient reportedly experienced left-sided chest pain radiated down to left arm. Placement of filter and history of seizure disorder were noted. Around, eighteen days later, a computed tomography abdomen/ pelvis was performed on patient with acute onset generalized abdominal pain for two weeks with associated nausea. Study showed inferior vena cava filter remained in place and unchanged in position. Around, one year five months later, lumbar spine x ray demonstrated normal alignment with inferior vena cava filter projected at the level of l3. Around, seven months twenty-eight days later, lumbar spine x-ray exam was performed on patient with severe lower back pain, demonstrating broken inferior vena cava leg with cephalad migration. On the next day, lumbar x-ray showed inferior vena cava filter in place extending from l2-l3. One posterior metallic strut projected cephalad from the filter located in the lumen of the inferior vena cava. Some posterior, medial, lateral filter struts projected outside the lumen of the inferior vena cava, consistent with chronic penetration. One of the left sided struts was tangential to the posterior lumen of the aorta. No evidence of surrounding fluid collection or other complication around the inferior vena cava at the level of the filter or elsewhere. After, three days, patient was reported to experience significant back pain. Radiographical plain film and computed tomography abdomen scan confirmed a filter leg had separated from the main filter and sat slightly superior to the apex of the filter. One of the legs extended posteriorly and another adjacent towards the aorta. Patient also reported to experience numbness in both legs and occasional numbness. Patient also expressed interest in having the filter and fragmented leg removed. Around, twelve days later, a chest x-ray showed slightly enlarged heart. On (B)(6) 2018, patient was admitted with moderate to severe backpain and was diagnosed possibly filter-related. Around, ten days later, x ray and computed tomography abdomen scan demonstrated a filter fracture with leg migration. A guide was advanced into the inferior vena cava through the right internal jugular vein. Fluoroscopic evaluation demonstrated at least 2 filter legs projecting just to the right of the mid thoracic spine, presumably in the medial basal segment of the right lower lobe of the lung. Additional fluoroscopic evaluation showed filter plate fragments in the periphery of the right lung. Left lung base evaluation showed additional fragment in the left lower lobe. A snare was used to capture the free-floating leg in the inferior vena cava just above the filter. Initial attempts at securing the filter apex using the cook retrieval was unsuccessful. Ultimately, a 16-french sheath was placed and the endobronchial forceps were used to secure the filter apex. This allowed to recapture the filter in its entirety. Follow-up venogram was performed demonstrating no residual fragments within the inferior vena cava and evidence of thrombus within the inferior vena cava. The sheath and a pigtail catheter were directed through the left pulmonary artery into a segmental branch of the left lower lobe pulmonary artery where the filter fragment was noted. Digital substraction angiography was performed demonstrating filter fragment within the segmental branch of the left lower lobe pulmonary artery. Once secure position was obtained, a 12-mm snare was used to secure the filter leg. This was retracted successfully through the sheath and removed in its entirety. The catheters were then advanced through the right pulmonary artery and into the right lower lobe pulmonary artery. Digital substraction angiography was again performed, demonstrating 4 separate filter fragments within the segmental branches of the right lower lobe pulmonary artery. There was a focal filling defect in a segmental branch of the right lower lobe pulmonary artery, extended somewhat laterally. Attempts at catheterizing these vessels were successful, however the snare could not be advanced around the filter legs. After extensive effort and extensive fluoroscopy and contrast, the procedure was aborted, and no additional attempts were made. The patient tolerated the procedure well without immediate complications. After, two days, patient stated backpain had improved. Although the inferior vena cava filter was successfully removed by radiological intervention, four struts were still embedded in the lung and that they would be too dangerous to remove. Around nine days later, a computed tomography angiography was performed on patient reportedly experiencing right-sided chest pain. A small filling defect was noted in the right lower lobe pulmonary artery. Tiny embolus in the right lower lobe subsegmental pulmonary artery was of unknown age. Four fractured struts were noted in the right lower lobe from previously placed and now removed filter. One of the filter struts extended to the pleural surface and remained unchanged in location. Around, twenty-two days, a computed tomography chest with IV contrast was performed, demonstrating lungs with no focal consolidation or effusion. No pulmonary nodes or masses were noted. Pulmonary arteries demonstrated no filling defects through segmental level bilaterally. More distal emboli could not be excluded. Around, one month and twenty eight days later, patient reportedly experienced sharp stabbing abdominal pain in the epigastric area. Therefore, the investigation is confirmed for the perforation of the inferior vena cava(ivc), filter migration, filter limb detachment and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2007).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter migrated, struts detached and perforated. Approximately thirteen years and three months post filter deployment, the device and detached struts were removed percutaneously after an attempted but unsuccessful percutaneous removal procedure and the three detached struts retained in right lower lobe of the lung,one in abdomen and two near spine. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.